Manufacturer narrative:
A gambro polyflux 210 h dialyzer was used in a home pt dialysis treatment. A photo of the treatment set up is available for investigation. The polyflux 210h was connected to the blood lines and the monitor. The blood system was filled with blood. No blood leakage could be seen around the polyflux 210h. The dialyzer used during treatment was sealed in a bag at the pt's home and it is unclear if it will be available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested w/o any nonconformities. There were 24,360 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaints were reported for this lot number.

Event description:
A pt in (B)(6) who had undergone home dialysis treatments for several yrs was found dead at his home on the floor behind the dialysis machine. There was a significant amount of blood on the floor and walls of the room, suggesting the pt may have had a major blood loss. Treatment data retrieved from the machine indicate the treatment started on (B)(6) 2012 around 7:00 pm.; treatment time was completed and it appears the pt may have been attempting "rinse back" as the arterial blood line and the dialyzer contained saline and blood was present in the venous line. Following a post mortem, a coroner's inquest will be performed.